Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually, the device seems fairly worn. The device seems to be rusty, more excessively on the pedals. Pealed coating was visible, visual nicks, and scratches were observed, indicating heavily usage in the field. The center mode button is broken off, the broken button piece was not returned. Via functional testing the complaint device was connected to a test generator. Default settings were present, indicating the device was recognized by the generator. By using a test electrode, the complaint device was tested, however the complaint device did not function. The reported failures can be confirmed. Possible cause for the broken mode button could be from aggressive usage. Possible root cause for the rust found on the device could be exposure to moisture over time (saline). Possible root cause for the device not functioning could be an internal electrical component issue, however a specific root cause could not be determined. Furthermore, no lot number was supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
(B)(4)-incomplete. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the customer via phone that during an unknown surgical procedure, it was observed that the customer's vapr 3 footswitch stopped responding. The customer also stated that the device was chipped. The case was completed with another like-device with no patient harm or delays. The customer was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.